Manufacturer narrative:
Per remote service personnel the customer replaced the battery to address the reported issue. The remote service personnel reported that issue was discovered at startup and no delay in therapy reported. The customer reported that unit alarmed battery failed alarm. The customer did not provide the manufacture date and lot code of the battery. The failed battery was not returned to the factory. There was no service engineer that went to the customer as this is a material only service.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Reporting institution phone number: (B)(6). Reporting address: (B)(6). Reporting institution name: (B)(6).

Event description:
The customer reported a battery failure. The customer reported that the unit was not in use on a patient. The customer contacted product support and requested for service repair. The investigation is ongoing.